Manufacturer narrative:
(B)(4). Batch # unk. Month and day unknown. Only year (2018) is known. The lot/batch was not provided; therefore, the manufacturing records could not be reviewed. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please provide details of the complete closure technique of capsule and skin layers. Please provide better descriptions of wound dehisences. Were there any issues with the device or staples during application? Were staple malformation issues identified during application or post-op? When there is wound dehiscence how are the staples no longer holding? Are the staples malforming? Are they ripping through the wound edges? Can more information be provided regarding the timeline of events? How soon after surgery did pt start? How soon after surgery was the dehiscence identified? Can more information be provided regarding the exact pt exercises that the patients are completing that may have led to the wound dehiscence? Has anything changed in the team¿s application technique or pt regimen? Is the surgical team interested in speaking to ethicon medical or engineering personnel?

Event description:
It was reported that the patient had a total knee procedure, where the pxw35 was used to staple the incision. During physical therapy, the skin staples are coming out of the incision when the patient flexed their knee. It was not indicated how long after the procedure the issue started occurring. The doctor reoperated and either restapled the incision or redressed the wound using an alternate method.

Manufacturer narrative:
Product complaint # (B)(4). Additional information was requested and the following was obtained: please provide details of the complete closure technique of capsule and skin layers. Please provide better descriptions of wound dehiscences. Were there any issues with the device or staples during application? Were staple malformation issues identified during application or post-op? When there is wound dehiscence how are the staples no longer holding? Are the staples malforming? Are they ripping through the wound edges? Can more information be provided regarding the timeline of events? How soon after surgery did pt start? How soon after surgery was the dehiscence identified? Can more information be provided regarding the exact pt exercises that the patients are completing that may have led to the wound dehiscence? Has anything changed in the team¿s application technique or pt regimen? Is the surgical team interested in speaking to ethicon medical or engineering personnel? Response: the surgeon has not responded to my inquiries and just simply said the staples were not forming properly. I have asked if he wants to speak to our engineers or rapid response team and he declined through his office manager.